Manufacturer narrative:
(B)(4). Concomitant medical products: ep-105994 - epoly 28mm rnglc lnr ¿ 378780. 12-115122 ¿ biolox-delta modular ceramic head ¿ 970930. Unknown - unknown stem - unknonw. Reported event was confirmed by review of operative notes. Revision op notes show that patient presented with ongoing groin pain. Bone scan (unknown date) revealed possible loosening of the cup. A slap hammer early removed the cup with minor blows. Femoral stem well-fixed and left in place. No radiographic evidence of acetabular loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04990.

Event description:
It was reported patient underwent right hip revision approximately 15 months post implantation due to loosening of the acetabular component. The cup was removed and replaced. The liner and head were also replaced approximately 9 months post first revision. Attempts have been made and additional information on the reported event is unavailable at this time.